Event description:
It was reported that the patient presented in clinic for follow up after receiving an alert for non sustained oversensing due to post paced t wave oversensing. Programming changes were discussed and implemented. The patient was asymptomatic.